Manufacturer narrative:
Driveline wire compromise was confirmed through the evaluation of the returned device. The pump was returned with the driveline cut approximately 2.5 inches from the pump housing and the severed portion of the driveline was returned in two segments measuring 11 inches and 24 inches in length. Electrical continuity and high potential testing of the 2.5-inch, pump end portion of the driveline and the 24-inch, distal end portion of the driveline did not reveal any area of compromise that would have resulted in the reported event. Electrical continuity testing of the 11-inch portion of the driveline found that all wires were electrically intact. Upon removal of the metal shielding and bionate layers of the driveline, examination of the underlying wires revealed breaches in the insulation of the brown, black, orange, yellow, and green wires, approximately at what would have been 2.5-4 inches from the pump housing. Further examination revealed breaches in the insulation of the brown and red wires at what would have been 6.5 inches from the pump housing. The conductors the wires were exposed. The insulation breaches appeared to be the result of abrasion against the metal braided shielding due to repetitive movement of the driveline in these areas. There was no evidence of mechanical damage such as crushing or pinching. Pump function would have been interrupted as a result of a short to ground if the exposed conductors from any of the wires made contact with the metal shield while the device was supported by the power module via a grounded patient cable. Pump function would have also been interrupted as a result of a phase-to-phase short if the exposed conductors from two different motor phases made direct contact with each other or simultaneous contact with the metal shield while the device was supported by either batteries or the power module via the ungrounded or grounded patient cables. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previously reported driveline short to shield condition was reported under medwatch MFR report # 2916596-2015-01807. Approximate age of device ¿ 2 years, 6 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Due to a previously reported issue with the driveline, the patient had been using a non-grounded patient cable with the power module. It was reported that the patient experienced another pump stoppage on (B)(6) 2016 and therefore decided to have a pump exchange. The patient was reportedly asymptomatic during the pump stoppage event. The pump was exchanged on (B)(6) 2016. No additional information was provided.